Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to a pinhole on universal cord, water tightness was lost, due to a cut on video cable, water tightness was lost, due to deformation of light guide (lg) connector, water tightness was lost, the bending section cover (a-rubber) had a scratch, adhesive on the a-rubber had a chip, the lg connector had a scratch, due to damage on the lock engagement fe lever(sp), bending section could not be fixed firmly, due to damage on the charged coupled device (ccd) unit, the image had white dots, switch (sw) 1 had a scratch, the control unit had a scratch, the lg connector had a scratch, the lg-cover glass had a scratch, and the video connector case had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakage. Upon inspection of the customer¿s returned device it was observed, the adhesive of the objective lens was peeling off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use or external factors such as being bumped, which resulted in breakage of glue and peeling-off. The following is included in the instructions for use (IFU): "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.